Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 05/14/2026. Technical support confirmed that the ketone levels remained elevated but showed improvement during the visit and there was no medical diagnosis of diabetic ketoacidosis (dka). No additional information regarding the patient or the event is available at this time.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient¿s mother reported that cgm readings were significantly lower than corresponding fsbg values. During this period, fsbg measurements were reported as high as 454 mg/dl, while the cgm displayed values of approximately 225 mg/dl. The patient experienced vomiting, general malaise, and markedly elevated ketone levels. Insulin was administered by the patient¿s mother. The patient¿s mother contacted the patient¿s endocrinologist, who advised evaluation in the emergency department (ed). Upon presentation to the ed, the patient¿s blood glucose level was approximately 375 mg/dl and gradually decreased to around 178 mg/dl over several hours. Cgm readings during the ed visit were not available. Treatment included intravenous fluids and laboratory testing. Ketone levels remained elevated but showed improvement during the visit. The patient remained in the ed for several hours. The following day, the patient reported ongoing fatigue but stated she was feeling improved at the time of follow-up contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.